Event description:
It was reported that pump battery was not charging and was no longer under warranty, with no additional details or blood glucose information provided. There was no reported impact to the customer¿s blood glucose level. No actions taken by customer or technical support were described, and no additional information was received regarding the outcome of the event.